Event description:
Consumer stated: "I was using one head and bristles kept coming loose in my mouth. They'd stick into my gums or poke into my throat. Keep having to spit them out during brushing. Happened around 4-5 times before I decided it was a faulty head. Replaced it with a new one yesterday and today it was shedding bristles in my mouth again!" Consumer didn't respond, no product returned.